Event description:
There are currently no alarms that notify if the sweep gas has been turned up too long and no automation to set the flow meter for a sweep. Without these indicators or features, there is a risk for prolonged sigh of the oxygenator.